Manufacturer narrative:
Initial trend analysis for lot 69306 was conducted, no malfunctions were found. This is the only complaint for lot 69306. Further investigation will be conducted to determine the root cause of complaint.

Event description:
End user reports that item 831565 lot 69306 hurt during injection and are bending while inserting into insulin vial.